Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(4).

Event description:
The customer reported to olympus the single-use fiber broke from connection to the laser system and caught fire. The issue occurred during a therapeutic (cystourethroscopy w/ureteroscopy/pyeloscopy w/lithotripsy incl stent insertion) procedure. The procedure was completed with a similar device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d4, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.